Manufacturer narrative:
(B)(4). Batch # r5c40j. Additional information was requested, and the following was obtained: will the broken firing knob piece or pieces be returned with the device? No further information is available. Device analysis: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 37 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The cartridge deck was noted to be damaged as if was clamped over a hard object. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is unknown.

Event description:
It was reported that during an unknown procedure, the firing knob was broken off on an existing staple line. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.